Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the af procedure, it was noted that the catheter did not communicate with the tactisys. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.